Event description:
It was reported that there was unintentional vertical movement from c-arm. No injuries were reported. Field engineer was dispatched to site and after investigation foot switches were replaced. After this system was left working as intended.